Event description:
It was reported that after transseptal puncture, the patient experienced hypotension. A cardiac ultrasound was performed but revealed no signs of tamponade or pericardial effusion. The physician continued the procedure and inserted the first sheath. However, upon reaching the left atrium, blood could not be aspirated. Aspiration revealed a mixture of air and blood in the aspiration line. Subsequently, the sheath was replaced with a new sheath and the procedure continued. When the second sheath was placed in the left atrium, the yellow rotator was observed to be broken and detached from the handle. Despite this anomaly, the sheath functioned and rotated normally. After several minutes of attempting to reach the left superior pulmonary vein with the guidewire, the patient experienced another episode of severe hypotension. This time, cardiac ultrasound confirmed the presence of a cardiac tamponade. The procedure was immediately stopped, aspiration of the tamponade was performed, and the patient was stabilized clinically. The patient is expected to fully recover. The sheath was received for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual examination revealed no visual abnormalities. The steering knob was found attached to the sheath upon device return. The knob was slightly pull, but it stayed in place. The sheath was able to deflect. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. No device anomalies were found. It was determined that the cardiac tamponade and hypotension are a known inherent risk of use of this device.

Event description:
It was reported that after transseptal puncture, the patient experienced hypotension. A cardiac ultrasound was performed but revealed no signs of tamponade or pericardial effusion. The physician continued the procedure and inserted the first sheath. However, upon reaching the left atrium, blood could not be aspirated. Aspiration revealed a mixture of air and blood in the aspiration line. Subsequently, the sheath was replaced with a new sheath and the procedure continued. When the second sheath was placed in the left atrium, the yellow rotator was observed to be broken and detached from the handle. Despite this anomaly, the sheath functioned and rotated normally. After several minutes of attempting to reach the left superior pulmonary vein with the guidewire, the patient experienced another episode of severe hypotension. This time, cardiac ultrasound confirmed the presence of a cardiac tamponade. The procedure was immediately stopped, aspiration of the tamponade was performed, and the patient was stabilized clinically. The patient is expected to fully recover. Both sheaths are expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.